Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, testing of the retain samples was conducted and gel smearing was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that 100 bd vacutainer® lh pst¿ ii plus blood collection tubes experienced poor separator movement after use. The following information was provided by the initial reporter: gel dissolution and gel form bad after centrifugation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® lh pst¿ ii plus blood collection tubes experienced poor separator movement after use. The following information was provided by the initial reporter: gel dissolution and gel form bad after centrifugation.